Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to stay closed due to cut in the sensor. A field service engineer replaced the sensor to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers failed to open, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.